Event description:
During a trochanteric fixation nail procedure, the stop on this reamer slipped slightly as the surgeon pushed the reamer (from a setting of 90 to 95), causing slight over-reaming. It was reported that the surgery proceeded to completion and no adverse effect to the patient was noted.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found; the product conformed to all requirements. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Information from received questionnaire. Device is an instrument and is not implanted or explanted. The drill stop seems to be in good condition, there is some wear and tear apparent around the edges of the housing. Amt manufactured the drill stop, part number 314.743, lot number 4544092. The material of the housing and the button were confirmed to be correct. Functional testing was performed using gage (B)(4) and the drill stop passed the functional test. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. A product development event evaluation was conducted. The submitted drill stop was mated with a stepped drill bit and slipping occurred once force was applied. However, the drill stop only slipped in one direction and not the other. Changes were made to both the groove chamfers of the stepped drill bit as well as to the drill stop in 2011. These changes improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. Changes were made to the design of the drill stop, as well as the stepped drill bit. The revised designs of the devices have been evaluated and are deemed to meet their intended use. Placeholder.